Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit high out-of-range pacing impedance and failed to capture at high output in both unipolar and bipolar pacing configurations. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.